Event description:
It was reported that the lead was undersensing, with r-waves at 1.5-1.9 in bipolar. In unipolar, r-waves were 5.4-5.8. The lead was reprogrammed to unipolar.

Manufacturer narrative:
No medwatch form was received.